Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Remains implanted.

Event description:
Patient reports undergoing left total reverse shoulder arthroplasty on (B)(6) 2015. Patient alleges developing deltoid tendinitis, which the surgeon attributes to a soft tissue issue. Patient also alleges popping and "thunking" from the tendon moving across the humeral tray, and tendon getting caught on the humeral tray resulting in a limited range of motion at times. Patient stated that overuse during physical therapy increased discomfort, however, since they have lessened the amount of physical therapy, the problems have lessened. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received from patient reported that on (B)(6) 2016 patient still experienced occasional discomfort and limited range of motion. Patient reported that all other complications were resolved.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - unknown. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
Patient reports undergoing left total reverse shoulder arthroplasty on (B)(6) 2015. Patient alleges developing deltoid tendinitis, which the surgeon attributes to a soft tissue issue. Patient also alleges popping and "thunking" from the tendon moving across the humeral tray, and tendon getting caught on the humeral tray resulting in a limited range of motion at times. Patient stated that overuse during physical therapy increased discomfort, however, since they have lessened the amount of physical therapy, the problems have lessened.